Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the right ventricular lead was tested and exhibited low impedance. Several attempts to reconnect the lead were unsuccessful and continued to exhibit low impedance. It was noted that the lead could not be connected to the device properly. The lead was not used and replaced successfully. The patient was in stable condition throughout the event.